Event description:
It was reported the camera control unit had intermittent connection resulting in no image. There were no reports of patient harm.

Manufacturer narrative:
A correction is being submitted to the previously submitted MFR 3002808148 - 2024 - 06966, as the reportable malfunction was initially reported by the customer and not olympus as previously reported. Additionally, a correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 17-jul-2024.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to the effect of a shattered back glass on the receiver module. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the camera control unit had no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.